Manufacturer narrative:
Review of the software log confirmed an issue with system performance related to an unexpected exist. This was a related to a k nown software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system shutdown and restarted on its own then displayed error code 64. No patient was present during this event.